Event description:
The patient reported one of the three incisions was not healing and seems to be infected. Additionally, the lead had migrated. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient going through an MRI, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient was not in compliance with the IFU by touching/picking at the wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is patient non-compliance as they touched or picked at the wound (user error - patient).